Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a functional issue with a shunt post implantation: a hakim programmable, valve was implanted in a patient on (B)(6) 2021 with an initial setting of 30mmhg. After the procedure, the intracranial pressure of the patient was continuously increasing, and the needle chamber could not be pressed. On (B)(6) 2021, the patient was taken to the operating room for a valve revision with another hakim programmable valve. The patient is reportedly stable.

Manufacturer narrative:
The valve was returned for evaluation. Device history record (DHR): review of the history device records for the valve, product code 82-3832 with lot 3977406, conformed to the specifications when released to stock failure analysis: the valve was visually inspected, a tear/cut was noted in the silicone housing at the beginning of the siphon guard. The position of the cam when valve was received was 60mmh2o. The valve was hydrated. The valve was leak tested and failed the tested leaked from the tear/cut in the silicone housing. The catheters were irrigated no occlusions noted. The siphon guard was visually inspected a scratch/cut mark was noted in the siphon guard. The valve passed the test for programming, occlusion, reflux, and pressure. The root cause for the issue reported by the customer, is due to the tear/cut in the silicone housing. The root cause for the tear/cut in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low tear/cut resistance.

Event description:
N/a.